Event description:
It was reported that during an open colectomy procedure, the minimum activation button stopped working. Another device was not necessary as the procedure was almost complete. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.